Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. Device evaluation: the replaced portion of the percutaneous lead (driveline) was returned for investigation. Although the reported alarms were confirmed through evaluation of the submitted log files, a specific cause could not be conclusively determined through this evaluation. Review of the submitted log file confirmed driveline fault alarms on 03jul2018 beginning at 3:53 am. The replaced portion of the percutaneous lead (driveline) was returned measuring approximately 20.5 inches. Rescue tape was observed towards the terminus of the distal end bend relief, between approximately 2 inches to 4 inches from the system controller connector. Removal of the tape revealed a tear to the outer jacket at the terminus of the distal end bend relief. A tear along with some distortion to the outer jacket was also identified approximately 11.25 inches from the system controller connector. No damage to the bionate was identified. Electrical continuity testing did not reveal any discontinuities that would have contributed to a driveline fault alarm. Manipulation of the wires did not reveal any potential fracture or breakdown of the internal conductors within the underlying wires. The metal shielding showed breakdown approximately 2.5 inches from the system controller connector. No insulation damage was identified to the underlying wires. The evaluation did not reveal any issues that would have contributed to the reported events captured in the log file. The entire driveline was not returned. The account reported no alarms or issues following the repair and would be discharged. The patient remains ongoing on vad support with no further related issues reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad produced the yellow wrench driveline fault alarm. The patient¿s system controller was exchanged. No clinical symptoms were reported. During log file review by a representative of the manufacturer¿s technical services, the alarm appeared to be an authentic driveline fault. On (B)(6) 2018 technical services performed a percutaneous lead (driveline) replacement, replacing the entire external portion of the driveline. Post replacement, no driveline fault alarms occurred. The patient was to be monitored then discharged if without alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed internal driveline wire damage that could have contributed to the reported driveline fault alarms. The submitted system controller log files contained data from (B)(6) 2018 ¿ (B)(6) 2018 and showed that yellow wrench/driveline fault alarms became active on (B)(6) 2018. Despite the alarms, the pump appeared to be operating normally at speeds above the low speed limit with overall stable parameters. The recorded driveline wire electrical continuity data at the time of the driveline fault initiation suggested a potential wire conductor breakdown issue with the red wire of the driveline. A distal end driveline replacement was performed on (B)(6) 2018 under work order 49675 and approximately 20.5 inches of the external portion of the driveline was returned for evaluation. Tears in the outer silicone sleeve were observed; however, no damage to the underlying bionate layer was identified. Breakdown of the metal braided shield was noted, which appeared consistent with the duration of use. Electrical continuity testing did not reveal any discontinuities that would have contributed to a driveline fault alarm. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. Manipulation of the wires did not reveal any potential fracture or breakdown of the internal conductors. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. (B)(6) was returned with the driveline severed approximately 0.5 inch from the nipple of the pump housing and the remainder of the driveline was not returned. The outer silicone sleeve and underlying clear bionate appeared unremarkable; however, the metal braided shield showed evidence of breakdown. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation that would have contributed to a functional issue. When attempting to strip the end of the red wire insulation for electrical continuity testing, the wire completely fractured at the nipple of the pump housing, indicating that the inner conductors were fractured inside the initially intact insulation in this location. Examination of the adjacent brown wire also showed that the inner conductors were fractured inside the intact insulation at the nipple of the pump housing. Electrical continuity testing revealed an intermittent discontinuity in the brown wire when the wire was manipulated at the nipple of the pump housing. The other four wires were found to be electrically intact, even with manipulation of the wires. The observed wire conductor damage at the nipple of the pump housing appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The fractured conductors of the red wire would have resulted in the driveline fault alarms recorded in the submitted system controller log file data. In addition, the fractured conductors of the brown wire could have also potentially contributed to a driveline fault condition. Visual examination of the blood-contacting surfaces upon disassembly of the returned device revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. Incidental findings include superficial damage to the outer silicone sleeve was observed on the replaced portion of the driveline and the potting surrounding the wires within the nipple of the pump housing showed an abnormal amber color and appeared to be cracking. Heartmate ii lvas IFU (documents 106020, rev. H and 10006960, rev. C): section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook (documents 106022, rev. G and 10006962, rev. C): section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system alarms as well as how to respond to each alarm condition. In multiple sections, the patient handbook warns the user not to pull on or bend the driveline.